Manufacturer narrative:
The associated lag compression screw kit, trigen internal hex captured screw and intertan nail were returned and evaluated. A lab analysis conducted during this investigation indicated that the burnishing of the nail and screws is caused by motion or rotation in vivo or during insertion/removal. A functional test was performed and the lag screw can only translate medially due to clockwise rotation of compression screw. The exact cause of this potential rotation is unknown. It can be caused by a number of factors, including but not limited to interaction with soft tissues. Based on the analysis conducted, the exact cause of the reported failure was not able to be determined. No material deviations were observed in this investigation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that a review of the referenced documents did not add any additional value or did not change the previous closure statement. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery in which the compression screw backed off three months post-op. They had to remove the nail because the prominent screw caused pain. All pieces were removed.

Manufacturer narrative:
The affected trigen intertan nail was not returned for evaluation. No clinical relevant documents were provided to conduct a thorough medical assessment, thus no medical assessment is warranted at this time. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.